Manufacturer narrative:
(B)(4) initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. This case was submitted as a result of a retrospective review. The appropriate device details and the device were provided to corin and the relevant device manufacturing records were identified and reviewed, it was found that all parts associated with these records conformed to material and dimensional specification when manufactured in 2009. The device was examined and the reported failure mode was verified, corin instruments have an expected life of 5 years, this instrument had exceeded this. Based on this, corin now considers this case closed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
A minihip stem extractor has snapped across the plastic section during surgery. The surgeon wanted to extract the stem for further broaching. When the extraction device was secured to the implant the plastic sleeve broke into two pieces.